Event description:
Caller reported an issue with the insulin gauge, which displayed an amount different than expected. The fill estimate on the pump showed a significant discrepancy of more than 30 units. There was no adverse impact to the customer¿s blood glucose level. The caller was advised to complete the cartridge air removal step before filling it, and they understood the instructions. The caller decided not to load a new cartridge and chose to continue using the current one, with plans to follow up if necessary.